Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
Following a normal pre-deployment angiogram on the right common femoral artery, a 6f angio-seal sts plus was deployed without issue. The next day, the patient presented with absent pedal pulses and a total vessel occlusion was diagnosed by an ultrasound. Surgery was performed to remove the device.